Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high thresholds. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58, lead, (B)(6) 1993. (B)(4).